Event description:
The surgeon inserted a three piece collamer lens model cq2015 into the patient's eye and the lens tore. The surgeon was able to remove the lens without enlarging the incision. No patient injury.